Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pacemaker system was explanted due to infection and sepsis. The patient underwent a revision procedure to remove the system from the left side, and a new system was implanted on the right. There were no additional patient issues reported.